Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the mesh had migrated away from the prior hernia repair site causing the pain. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, bowel obstructions, swelling and disfigurement. No additional information is provided.